Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported that the ipg was unable to hold charge although the patient was able to go at least 24 hours between charges. There have been no programming changes or recent increase of usage. Further information indicated the device was inoperable. The device was explanted and replaced. There were no patient complications during the procedure. Effective therapy was established postoperatively.